Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The length of the aneurysm neck was 45 mm. No tortuosity and mild to moderate calcification were reported. No difficulties were reported during implantation of the stent graft; however, final angiography demonstrated endoleaks at the proximal neck and near one iliac artery. The entire stent graft, including the flow divider, was ballooned with a 25 mm x 4 cm angioplasty balloon. Following ballooning, it was reported that the proximal endoleak improved slightly but did not resolve. A kissing balloon technique was not used. Three aortic cuffs were placed in the proximal neck and in the bifurcated device, but the endoleak was still present. The procedure was concluded with the intention of monitoring the pt. Six days later, the device was explanted. The reason for explant was reported to be an unexplained type I proximal or type IV endoleak. It was reported that the pt died during the explant procedure. The explanted stent graft has been received, and analysis has been performed. Where the two sides of the material are stitched together at the flow divider, one side has been torn away from the seam, leaving the seam intact on the other side. Scanning electron microscopy indicates that the filament ends exhibit fiber and flaring consistent with a high-speed tensile break. This type of fracture would be consistent with the application of excessive internal force as would be the case of aggressive ballooning.